Event description:
It was reported that the ilet user experienced hyperglycemia after overtreating a prior hypoglycemic event with excessive orange juice, resulting in a sensor reading over 400 mg/dl while using a cd steel infusion set and dexcom g7. The issue was attributed to an improper or incorrect procedure and not to a device component. Symptoms included hypoglycemia with a nadir of 40mg/dl, hyperglycemia, polydipsia, and confusion/disorientation. Outcomes included an unexpected medical intervention, as the patient self-administered subcutaneous insulin via manual injections and subsequently stabilized. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.